Event description:
Info received 8/2/2005. Event report received from scientific studies: atrial lead dislodged. Repositioned successfully in 2005.

Event description:
Info received 8/2005. Event report received freom scientific studies: atrial lead dislodged. Repositioned successfully in 2005.